Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed. No parts were replaced and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the manufacturer representative was doing a demonstration on the system and they pulled up a previous registration. They rebooted the system and when they brought it back up, the previous registration was missing. On another patient, the previous registration remained after the reboot. No patient was present at the time of the event.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.